Event description:
Boston scientific received information that a physician conducted analysis of product performance data as part of research for a journal article. During the analysis and research, data was noted that there was an event identified by another company's remote monitoring system. It was reportedly related to the discrimination of vt/vf and further details were provided that, per visual inspection, ventricular fibrillation (vf) with intermittent ventricular undersensing was noted. The patient died. No additional action was taken. Discrimination of ventricular tachycardia (vt) from ventricular fibrillation (vf) is the function of the device, however, lead involvement could not be refuted in the observation. The lead has not been returned to boston scientific. Further information was requested from the field representative and it was reported that no additional information was available and there were no issues.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Journal reference: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print. Individual complaint records were created for each observation as needed and reports filed as required.